Event description:
It was reported that a patient died coincident with peritoneal dialysis therapy. The cause of death was a heart attack. The patient was hospitalized prior to death for unrelated medical indications. Treatment was not reported. It was not reported if an autopsy was performed. Peritoneal dialysis therapy was ongoing prior to death. It was reported the patient was connected to the homechoice device at the time of heart attack and death. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed to investigate the reported event of death. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional and electrical testing was performed and no issues were noted. The pneumatic system was tested and found no issues. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. During evaluation, no failure, malfunction, or increased intra-peritoneal volume (iipv) event was identified that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.